Manufacturer narrative:
Retainer = clear customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the downloaded history files shows 12/4/2021 at 0110 one (1) pump error 19 alarm, one (1) pump error 28 (linenumber = 340 filenumber = 4) alarm, and one (1) pump error 3 (linenumber = 2803 filenumber = 2002) alarm. Further review shows that on 12/13/2021 at 12:59 there was one (1) pump error 28 alarm and one (1) pump error 3 alarm followed by one (1) more pump error 3 alarm at 01:01 that occurred. Per r&d engineering: pump error 28 was generated since time drift between main and motor clock was more than 1 min - suspecting the hw issue pump error 19 was generated since main mcu did not receive the minute event from the motor mcu for more than 2.5 min - suspecting the hw issue pump error 3 was generated due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout - suspecting the hw issue. The pump was cut open for visual inspection. No damage or moisture damage was found on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The force sensor zero offset is within specification (23.9 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay critical pump error (open book image), pump error 28, pump error 19, and pump error 3 alarms are confirmed, isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. It was reported that the normal use of insulin pump had given rise to open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.